Event description:
There were 11 raytex sponges in a single sterile package of medline raytex sponges. The sponges were removed from the field. The sponges and the packaging were saved and will be forwarded to materials management to return to the manufacturer.